Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be retuned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer did not receive the basal rate insulin and consequently suffered diabetic ketoacidosis. Nothing further was reported.